Manufacturer narrative:
Without samples or photos it was not possible determine the probable cause for the defect informed by the customer. It was verified the quality notification, maintenance and batch record and any occurrence for this defect was found in these reports. Complaint couldn´t be confirmed. Without samples or photos it was not possible determine the probable cause for the defect informed by the customer. It was verified the quality notification, maintenance and batch record and any occurrence for this defect was found in these reports.bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was plunger difficulty while using the bd plastipak¿ 20ml syringe. No reported medical intervention or serious injury.